Event description:
Customer requested assistance in programming loaner pump while he awaits his replaced insulin pump. Customer's blood glucose was 464 mg/dl which was not treated. Customer received assistance and was advised on medtronic web site. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.